Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set has leaking around the applicator and a strong smell of insulin event on (B)(6) 2024. The blood glucose level was 200 - 220 mg/dl at the time of event. The infusion set was in use for 1 day. Patient replaced infusion set and resumed insulin successfully. No further information available.